Event description:
It was reported the device was dislocated and the mandible was not aligned correctly. The surgeon will perform a revision surgery to remove and replace the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the device was dislocated and the mandible was not aligned correctly. The surgeon will perform a revision surgery to remove and replace the implant.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided images showing the dislocation of the right tmj device. Moreover, the surgeon confirmed that the additional surgery took place. Overall, the surgeon confirmed that the event's cause was positioning the maxilla in the wrong place during the lefort surgery and did not relate to implanted devices. The implanted devices are in perfect position, well-secured, and functional. The surgeon corrected the maxilla position in additional surgery, and the patient did well afterwards. This event does not indicate device failure, malfunction, or other performance issues.